Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable; lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced intraocular lenses (iols) rotations. The doctor mentioned it was about four (4) to five (5) patients during a conversation he had with the johnson & johnson account executive. The doctor stated the events happened over the last few months, and was with the use of model zctxx intraocular lenses. Reportedly, the lenses had rotated 10-15 degrees. Doctor requested a consultation. No further information was provided. This report represents patient #2. Additional reports will represent the other patients.